Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: customer reported a sensor adhesion and false positive defect, bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. Two photos with sensor adhesion were received. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Sensor adhesion defect is confirmed based on photos. False positive defect could not be confirmed since batch number is unknown. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. Corrective actions preventive actions (CAPA) (B)(4) was initiated to further investigate these types of complaints and determine any appropriate actions to reduce their occurrence. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported that the bd bactec¿ plus aerobic/f culture vials (plastic) produced a false positive result, and blood was found under the sensor. There was no indication of confirmatory testing, or that results were reported to clinicians. There was no adverse patient impact. The following information was provided by the initial reporter: "flase positive and instrument vial presence sensor errors. Customer observed that there appears to be blood underneath the fluorescent sensor at the bottom of the bottle." "Patient impact?- no"